Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no.: k130520. The actual device was not returned. Manufacturing record and the shipping inspection record of the actual device: no anomaly was found. No similar complaint was received regarding the involved product code and lot. Review of the pump record: the pco2 recorded after the start of circulation was 42.9 mmhg, and the circulatory conditions at this time were blood flow rate 5.04 l/min and gas flow rate 2.5 l/min (v/q = 0.5). Pco2 was found to be gradually increasing, reaching a maximum of 65 mmhg. The circulatory conditions at this time were a blood flow rate of 4.36 l/min and a gas flow rate of 2.5 l/min (v/q=0.57). It was also found that blood temperature dropped to approximately 30°c during periods when pco2 tended to rise. When the gas flow rate was increased to 4 l/min (v/q = approximately 1), pco2 decreased and averaged out at around 45 mmhg. Based on the investigation results, no anomaly was found in the manufacturing records. According to the review of the pump records, it was thought possible that this issue was caused due to a confluence of the following factors, but the actual device could not be verified, and it was not possible to clarify the cause of the occurrence. It was considered possible that it became difficult to remove carbon dioxide gas by lowering the temperature of blood (the lower the temperature of blood is, the easier it is for carbon dioxide gas to dissolve = the more difficult it is to remove). It was considered possible that since pco2 decreased as the gas flow rate increased, the gas flow rate was low compared to the blood flow rate and pco2 gradually increased. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the reported information. The paco2 increased during extracorporeal circulation. There was no problem in oxygenation. There was no medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was unknown.